Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the max zero caps leak some blood after blood draws and was difficult to remove from the central line hub for the weekly cap exchange. No patient harm was reported.